Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they were unable to fill the reservoir with insulin. The customer had transfer guard anomaly. The customer's blood glucose level was unknown. The customer was advised the reservoir would be replaced.